Manufacturer narrative:
A fire incident was reported from a foreign country, with no death, injury, or property damage. From the info provided to airsep about the incident and photographs, no conclusion can be determined for this incident. The device has not been returned to airsep for a complete examination. In the future, if this device is returned and evaluated, a follow up report will be done.

Event description:
Device was involved in a fire incident. Fire scene was cleaned and the homecare provider was unable to describe to put together the sequence of events. Homecare provider said pt may have been lighting incense or lighting a candle, as there is a lot of power outage in area (foreign country). Homecare provider is unable to get accurate details from user.